Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included artificial rupture of membranes on (B)(6) 2004, gestational diabetes and ovarian cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury/depression") and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrrorhagia (bleeding b/w periods)"), blood disorder ("blodo disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, blood disorder, cardiac disorder, fatigue, headache, visual impairment, weight increased, abdominal pain, depression and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),blood/heart disorder, gen. Abnormal bleed. Discrepancy noted: select all injuries resolved post-removal: other previously reported insertion date is on (B)(6) 2005. Right tube: 6 coils left tube: 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included artificial rupture of membranes on (B)(6) 2004, gestational diabetes and ovarian cyst. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2005, the patient experienced pelvic pain ("pelvic pain"), depression ("psych injury/depression") and alopecia ("hair loss"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), fatigue ("fatigue"), headache ("headaches"), visual impairment ("vision problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device expulsion, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, blood disorder, cardiac disorder, fatigue, headache, visual impairment, weight increased, abdominal pain, depression and alopecia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, back pain, blood disorder, cardiac disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, vaginal haemorrhage, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods),blood/heart disorder, gen. Abnormal bleed. Discrepancy noted: select all injuries resolved post-removal: other previously reported insertion date is (B)(6) 2005 right tube: 6 coils left tube: 7 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. Case is upgraded to incident. New events: device expulsion, vaginal bleeding, hair loss, depression were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.